Manufacturer narrative:
(B)(4). "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. ¿select patient information cannot be provided due to regional privacy regulations."" " s/w version: 4.11d retainer ring: missing pump case type: ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump found on 05-jan-2023. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing o-ring (reservoir tube), detached retainer, missing display window/cover, stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing, and end cap address label missing. Cosmetic damage was confirmed at the retainer ring (missing). Cosmetic damage was confirmed at the battery tube threads and case-corner of the belt clip rails (cracked).

Event description:
Information received by medtronic indicated that there was a crack on the side of the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis and it was found that the retainer ring was missing.